Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a low reservoir alert and they changed the reservoir and infusion set. The customer stated that insulin was pushed out of the tubing and the pump did not stop priming the catheter. Customer received a compromised force sensor system alarm during prime/fill and insulin was squirting out. Customer stated that the motor didn't detect the reservoir. The pump will be returned for analysis and will be replaced.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the compromised force sensor system alarm. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.